Event description:
It was reported that non sustained rv oversensing due to post paced t wave oversensing was observed via a merlin transmission. The device was reprogrammed. Patient monitoring will continue.